Manufacturer narrative:
The catalog number is unknown; if received it will be provided. Additional information: (concomitant medical products: 18 gauge needle, 0.35 wire, 6 fr sheath). Complaint conclusion: it was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused fracture. The patient reported becoming aware of filter fracture and device unable to be retrieved approximately twelve years and seven months post implant. An unsuccessful percutaneous attempt to retrieve the filter was performed five months and one day post implant. The patient also reports anxiety related to the filter. According to the implant record the clinical history was a multiple trauma with a vertebral fracture. The filter was placed via the right common femoral vein and deployed in the infrarenal inferior vena cava below the level of the renal veins. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implant. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. With the limited information provided a clinical determination cannot be made as to what factors may have contributed to the reported events, it is unknown if filter fracture occurred during a retrieval attempt. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. There is nothing in the reported information to suggest that the events are related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture that caused damages to the patient. According to the information received in the patient profile form (ppf), the patient became aware of the reported approximately twelve years and seven months post implant. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture, and device unable to be retrieved. An attempted but unsuccessful percutaneous removal procedure was performed approximately five months post implantation. The fractured filter/strut(s) are retained with the ivc. The patient also reports anxiety. The following additional information received per the medical records: the patient has a clinical history of multiple trauma with vertebral fracture. During the implant procedure, the right common femoral vein was accessed and the optease filter was deployed into the infrarenal inferior vena cava below the level of the renal veins successfully.